Manufacturer narrative:
Device manufacture date is unknown. UDI has been updated accordingly. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device was not working anymore. There was no delay to the surgical procedure. It is unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial medwatch that the serial number was (B)(4). The correct serial number has been updated to (B)(4). The unique identifier( UDI) has been updated accordingly. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor seized, jammed and moved heavily. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as dec 23, 2014. The unique identifier( UDI) has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.